Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 7 atmospheres for 3 seconds, the balloon ruptured at the center and a pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.